Event description:
It was reported that during implant, the right atrial (ra) lead screw mechanism was unable to deploy. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.